Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implantable pump. Boluses per day: 5 the indication for use was non-malignant pain. The patient reported that their handset seems to be very slow at times. The ptm (personal therapy manager) was taking forever to pair to the pump. The patient would start session and place over their pump, device delays at 90% for several minutes before showing that it has been completed.